Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the twist clamp of a minicap extended life pd transfer set broke which resulted in a leak; further described as "it cracks and breaks into two pieces" (twist sleeve separated from mainbody). This was observed when opening the twist clamp of the device for peritoneal dialysis therapy. The transfer set was replaced. There was no report of patient injury; however, the patient received prophylactic antibiotics as a precautionary measure. No additional information is available.

Manufacturer narrative:
H10: the sample was received for evaluation with a minicap attached to the female connector. A visual inspection with the naked eye noted broken occluder legs on the light blue mainbody beneath the twist clamp. Functional tests including leak testing, with the minicap attached, and clear passage tests were performed with no issues noted. Clamp function test failed due to a leak through the set due to the broken occluder legs. The reported condition was verified. The cause of the condition could not be determined; however, the damage is consistent with damage caused by exposure to chemical agents such as foreign solvents, dyes, or cleaning agents that damage the transfer set materials. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.